Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was arcing with the monopolar curved scissors (mcs). The instrument was replaced to continue with the procedure. The technical service engineer (tse) reviewed logs and saw some errors but could not confirm if these errors were associated with the reported issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineering (fse) reviewed error logs and saw error code 25920. Energy activation is halted by external equipment. P1=3 port 3 on generator and p2=2 monopolar coagulation on the generator. Fse test drove system and generator without any errors. Fse believed the issue may be with the customer instrument. Fe completed servicing as per procedures. System verified and ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Based on the field evaluation, this reported event was confirmed as having occurred from the error observed in the logs.